Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm after a battery change. Customer's blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was done. Product is expected to return.

Manufacturer narrative:
Findings: unit was received with normal operating currents and passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarm after battery change or reset time/date anomaly noted. Unit had severely scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.